Event description:
The initial reporter stated they received discrepant results for four patient samples tested with ise indirect na, k, ci for gen.2 and a fifth patient sample tested with ureal urea/bun on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The repeat results were deemed to be correct. The first patient sample initially resulted in a na value of 242 mmol/l, which repeated as 140 mmol/l. The second patient sample initially resulted in a na value of 228 mmol/l, which repeated as 154 mmol/l. The third patient sample initially resulted in a na value of 164 mmol/l, which repeated as 138 mmol/l. The fourth patient sample initially resulted in a na value of 163 mmol/l on (B)(6) 2021, which repeated as 133 mmol/l on the same day. The fifth patient sample initially resulted in a bun value of 37.8 mg/dl on (B)(6) 2021, which repeated as 69.3 mg/dl on the same day. The na electrode and the bun reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The customer changed the ise electrodes. The field service engineer was able to duplicate the customer's issue. The vacuum tubing, sipper probe, and pinch valve tubing were determined to be defective. An ise check was performed and it was determined there was a failure of a system reagent. The vacuum tubing, sipper nozzle, and pinch valve tubing were replaced. Checks were performed on the analyzer and these passed. Precision studies were performed and passed. The last calibration performed on (B)(6) 2021 was ok. Upon review of control data, some results were outside of range. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.